Event description:
Endopath xcel reprocessed trocar failed to deploy when pressed against the abdominal wall. Device had to be pulled out and another one brought in to complete the procedure. The device remains in the cocked and ready to deploy position.